Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 11/24/2025, a facility notification was received via email regarding the pmcf study titled "arthrex bioanchor devices." A facility representative reported that a patient underwent a procedure due to a biceps tendon lesion. The date of the procedure was not provided. The healthcare professional (hcp) reported that soft tissue fixation was not achieved successfully due to detachment of the biocomposite swivelock suture anchor from the bone. The hcp mentioned that it is unknown whether these complications were device-related. The hcp also reported that revision surgery was performed to treat the failure of soft tissue fixation. The date of the revision was not provided.

Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including improper bone preparation and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.